Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The target lesion was located in the severely calcified iliac artery. The physician first attempted plain old balloon angioplasty using a non-bsc balloon but it ruptured. On the second attempt, a 7.0mmx60mmx135cm (4f) sterling balloon catheter was used. However, the balloon also ruptured on the second inflation at 14 atmospheres for 20 seconds. The procedure was completed with a non-bsc device.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The device was bloody with fluid in the balloon and inflation lumen. The tip, balloon, markerbands, and inner/outer shaft were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 1mm in length. Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. The target lesion was located in the severely calcified iliac artery. The physician first attempted plain old balloon angioplasty using a non-bsc balloon but it ruptured. On the second attempt, a 7.0mmx60mmx135cm (4f) sterling balloon catheter was used. However, the balloon also ruptured on the second inflation at 14 atmospheres for 20 seconds. The procedure was completed with a non-bsc device.